Event description:
It was reported that during an un-specified coronary procedure, the 2.5 x 15 mm trek balloon was advanced over a non-abbott guide wire. During advancement, the trek stuck with the guide wire and could not move. The trek and the guide wire were removed as a unit. Outside the patient, the trek balloon catheter was removed from the guide wire. A new trek and pilot guide wire were used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulty to position and difficulty to remove could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.